Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the article information, a conclusive cause for the reported patient device interaction problem cannot be determined. Based on the article information, a conclusive cause for the reported patient hemorrhage and death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title "comparison of manta vs proglide vascular closure device and 30-day outcomes in transfemoral transcatheter aortic valve implantation" b2: estimated date of death- (B)(6) 2015. B3: estimated date of event- (B)(6) 2015. B5: the additional patient effects reported in the article are captured under a separate medwatch report.

Event description:
This study investigated the use of the manta vessel closure device compared to the use of proglide devices related to 30-day outcomes in transfemoral transcatheter aortic valve implantation (tavi) procedures. Although some complications were noted with both vascular closure devices discussed, the vascular complications specifically for the procedures involving proglide devices included death, stroke, bleeding, stenosis and dissection which may require surgical intervention, blood transfusions and additional or prolonged hospitalization. Mechanism of device failure linked to the vascular complications included failure to achieve hemostasis and occlusion [back wall stitch]. The study concluded that there was no significant difference in major complications between the two groups. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of manta vs proglide vascular closure device and 30-day outcomes in transfemoral transcatheter aortic valve implantation¿.